Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (B)(6) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message. Customer switched the lifeband but ua07 error message persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(6) ) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message" was confirmed during functional testing. The root cause of the ua07 was the failed load cell modules. The cracked covers and load cells failure were likely attributed to mishandling such as a drop. Visual inspection revealed a cracked front enclosure and broken screw well on bottom enclosure, unrelated to the reported complaint. The observed physical damages were likely the characteristic of harsh impacts due to user mishandling. The front and bottom enclosures were replaced to address the damaged covers issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) messages, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The root cause of the ua07 was the failed load cell modules. After the load cells were replaced, the device passed a 15-minute functional test with the large resuscitation testing fixture, (lrtf) equivalent to a 250-pound patient. Following service, load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with serial number (B)(6).